Event description:
Incident as reported: appendectomy - "would not open to retrieve specimen. Used a second device with similar trouble but it opened a little wider and was used successfully."

Manufacturer narrative:
Hospital reported this incident to FDA. Applied medical has received the medwatch report and is providing details of our eval. Investigation summary: one unit was returned for eval. The device arrived without the tissue bag cinched closed. The actuator was tested and was able to fully extend and retract without incident, with the supports positioned properly throughout the process. A possible reason for the bag not opening would be if the actuator was not fully deployed prior to retracting. By partially deploying the product, the bead and tissue bag are pushed toward the distal end of the tube. When the actuator is pulled back, the actuator and supports get pulled back into the tube, while the bead and tissue bag remain in the partially deployed position. When the device is deployed fully, the tissue bag is no longer fully sitting on the supports due to the partial deployment prior to retracting the actuator. If the bag is not fully sitting on the supports upon full deployment, the bag may not open completely. The engineering eval found that the actuator and supports were able to deploy and open correctly. This document represents our initial and final report.